Manufacturer narrative:
(B)(4).

Event description:
The complaint states that prompting for login during session on the mobile app was reported. It was determined that loss of connection was related to the mobile application. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4). The corrected verbiage for the second sentence of the initial medwatch submission is "it was indicated that the operating system for the smart device was not a supported system which is patient misuse."

Event description:
It was indicated that the operating system for the smart device was not a supported system which is patient misuse.